Event description:
It was reported that the bd pyxis medstation es system experienced an unexpected shutdown while retrieving medication. The customer confirmed delay in patient care for 15 to 20 minutes. Additionally, the nurse was unable to pull override meds (fentanyl, and potassium, etc) under generic patient "aaa, crash cart..." On the trauma pyxis and the main ed pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-nov-2022 to 08-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the station logs showed cubie pocket failure causing the station to shut down. A field service engineer verified the station, reinserted pyxibus spine connection, to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the station logs showed cubie pocket failure causing the station to shut down. A field service engineer verified station and re-inserted the pyxibus cable connection and fixed the issue. The system was functional as intended.

Event description:
It was reported that the pyxis medstation es system experienced an unexpected shutdown during the process of retrieving medication. The customer confirmed delay in patient care for 15 to 20 minutes; however, there was no harm to the patient because of this delay. The required medications were fentanyl and potassium. There were no adverse events or injuries reported based on this event.